Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was over 600 mg/dl. A correction bolus was delivered and the infusion set site was changed in an attempt to address the bg level. The customer was taken to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka) and high bg. The ketone level was considered as dangerous. The customer was treated with an intravenous insulin drip and was discharged two days later with the bg/dka resolved. The contact thought that the high bg may have been caused by a kinked cannula; however, it could not be confirmed.